Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted and had become damaged resulting in the reported clinical observations. All of the damaged parts were replaced and programmer had passed all incoming tests. The device manufacture date for this product is october 24, 2005.

Event description:
Boston scientific received information that this programmer had synch clock meassge and shut off in the middle of interrogation. Field representative returned back to the laboratory. No adverse patient effects were reported.